Event description:
This patient died from multiple causes, including pulmonary artery perforation associated with the use of a swan-ganz catheter. The patient was initially admitted urgently to the hospital ccu with cardiac failure, for medical treatment. Nine days later, the patient's condition worsened and they underwent percutaneous coronary intervention (pci) and intra-aortic balloon insertion (iabp). Four days later, the condition worsened and the iabp was removed. Exacerbation of mitral regurgitation (mr) was confirmed through transesophageal echocardiography. Surgery was planned for two days later due to continued worsening. The primary disease conditions were reported as congestive cardiac failure (ccf), acute myocardial infarction (ami) and mr with complications of acute pneumonia and breathing difficulty. The iabp was replaced via the left femoral artery, followed shortly by a swan-ganz catheter for post-surgery cardiopulmonary monitoring. Around 8 pm, the swan-ganz catheter was inserted via the left internal jugular vein after the iabp was inserted in the ccu. "The catheter had been manipulated for about 15 minutes to place it correctly because the catheter did not move any further than the right ventricle by monitoring the pressure waveform and it was decided that it is difficult to do so by only monitoring the pressure waveform. Therefore, the patient was moved to cardiac cath lab to insert under radiographic guidance. When the surgical drape was taken off, the blood in the tracheal tube and acute oxygen desaturation were observed, so the patient was given cardiac massage. The percutaneous cardiopulmonary support device (pcps) was inserted from the right femoral artery and cardiopulmonary support was started. But since it was unable to remove the blood and large quantity of transfusion was inefficient, cardiac massage was performed again. Cardiac tamponade (CT) was suspected and cardioechography was performed. Incision was made by a cardiovascular surgeon under direct vision, and then the large amount of blood flowed out from interperitoneal and also cardiopulmonary irresuscitation was seen. The patient passed away at 10:40pm. The large amount of blood from the interperitoneal was considered as hemorrhage from the main artery damaged by pcps insertion, and the blood transmission from pcps was flowing directly into interperitoneal."

Manufacturer narrative:
The autopsy listed 4 causes of death: hemorrhagic infarction from the right pulmonary artery inferior lobar branch area and perivascular and alveolar hemorrhage throughout the lung field. Bilateral retroperitoneal hemorrhage (the hemorrhagic spot was suspected at 5cm area from the aortic bifurcation). Hemorrhage from the left ventricular sidewall. Mitral valve papillary muscle necrosis caused by myocardial infarction. "This case was verified under the cause of disease / death study council in the hospital (participants: doctor of cardiac surgery, anesthesiology, cardiovascular internal medicine, hospital director, vice-director, safety management group etc)." The medical reporter commented that the perforation occurred without deviation from the basic procedure and there was no suspected problem with the structure and material of the catheter. The insertion was performed by an experienced physician in cardiovascular internal medicine. The reporter further stated that "in cardiovascular internal medicine, the catheter is normally inserted under x-ray radiographic guidance and it is unused to insert it by only monitoring the pressure waveform. Therefore, it is likely that the marker to check the catheter depth was not checked during insertion." The patient's vasculature was considered "very fragile." The device was discarded at the hospital. The information was obtained through the (B)(4) government. Pulmonary artery perforations are a potential complication associated with the use of swan-ganz catheters. No device malfunction is suspected or alleged. Review of the available information indicates that clinical factors and procedural difficulties contributed to this patient's death. No actions will be taken at this time.